Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 4. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc, then the hc alarmed se 2367. The hp stated all lines appeared to be fine. The tsr explained the alarm. The hp was told to finish with the machine and notify the nurse. This writer contacted the home patient (hp) (B)(4) 2011 regarding reported problem. The hp stated that night they just ended therapy because they were in last dwell. They stated they did talk to their registered nurse (rn) regarding the alarm. The hp stated after discussion with their rn they believe one of the clamps was not clamped properly causing the alarm. They stated they did not notice anything else unusual with the supplies that could have caused the alarm. The hp stated that overall therapy is going okay. They do not have lot numbers, nor do they have samples available for further evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated after discussion with their registered nurse (rn) they believe one of the clamps was not clamped properly causing the alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.